Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where all keys and keyboard was not responding. The field service engineer (fse) found that the keyboard lights were flashing and attempted to reset the connection, but the issue persisted. The engineer then replaced the entire keyboard, ran diagnostics, and verified proper operation in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all keys on the keyboard were not responding. A nurse reported the issue while attempting to remove medications. The nurse obtained the required medication from another source, but a delay of approximately one hour occurred. Customer tried rebooting, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.